Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from japan reports an event as follows: it was reported that patient underwent a percutaneous vertebroplasty on (B)(6) 2022 with synthes' vertebral body system (vbs). The surgery was completed successfully with no delay. On an unknown postoperative date, CT scans showed swelling on patient's anterior vertebral body. This report is for a vbs w/balloon med. This is report 1 of 2 for (B)(4).